Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed the impedance measurement anomaly. The impedance measurements were found to be intermittent. X-ray analysis of the device revealed a broken can wire. The impedance measurement anomaly was caused by the broken can wire connection.

Event description:
It was reported that shortly after a lead revision, the sensing decreased and the shock impedance values varied. The device and lead were explanted and replaced.